Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the product showed that the return line was perforated near the screwed connector. An air leak test was performed, and a leak was observed at the level of the return screwed connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return line at the filter blood port of a prismaflex tpe2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.